Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI# is unknown because the part number was not provided. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience sierra, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported device could not be conducted because the part number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that an unknown xience sierra stent was implanted on (B)(6) 2018. On (B)(6) 2018, the patient was re-admitted with angina. No treatment was performed and the patient was discharged. There were no adverse patient effects. No additional information was provided.